Manufacturer narrative:
(B) (4)evaluation summary:the reported condition of a colleague infusion pump which does not stay on was confirmed and reproduced during product evaluation. This condition was caused by a burned qd21 chip on the user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition.this device is an unremediated colleague pump with a user interface module software version of (B) (4).

Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a cre dilatation balloon was used in an esophageal dilation. (Patient age, weight, gender and identifier are unknown.) According to the complaint, during the procedure the balloon burst during it's secondary inflation. No pieces of the balloon detached. The procedure was completed with another cre balloon with no patient complications. The patient's condition has been described as "fine."

Event description:
It was further reported that during the index procedure, a side branch event of flow impairment occurred. Post procedure angiography revealed timi 3 flow with a residual stenosis of 20%.

Event description:
While sending the device in for colleague fca deployment (B)(4), the facility reported an infusion pump with a malfunction of pump does not stay on. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of 'unintended shutdown". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Additional information: the root cause will be addressed through the CAPA investigation, (B)(4).